Event description:
It was reported that during a ptca procedure in a tortuous lad, the shaft of the catheter broke. The device was removed without incident and the procedure was completed with another balloon. No pt injuries or complications occurred.